Event description:
The patient fromt he operating room to the sicu and was using an pump 4000. While transporting the cassette hit the wall and fractured. As a result the patient's blood pressure dropped and had to be supported until a new cassette could be primed. The patient expired on 6/21/93unrelated to this event. The pump and cassettes are not being used in our sicu as a direct order of our sicu clincal director.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service, other. The device was destroyed/disposed of.